Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The clinical observation was not confirmed by analysis. Incoming dndu indicates the ra and rv tip setscrews were down but setscrews were freed and leads removed normally. The technician that performed the dndu said that the setscrews were freed just by using a standard green wrench. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during the routine device change out for normal battery depletion, the right ventricular (rv) lead and right atrial (ra) lead would not release from the header. The physician elected to cut and abandoned the leads. A successful implant of a new right ventricular (rv) lead. The physician elected not to implant an right atrial (ra) lead because of the patient's chronic atrial fibrillation (af). There were no adverse patient effects.

Manufacturer narrative:
The device was explanted and will be returned for laboratory analysis. Once analysis is completed, this report will be updated.